Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found shaft of the device is bent. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the rod pusher f/reamrod w/hex-screwdriver ø would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part number: 03.010.093 lot number: t929926 manufacturing site: tuttlingen release to warehouse date: 08-oct-2008 a review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 17 years old). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while inspecting the instruments after going through the decontamination process, it was noticed that there were several instruments that were damaged and needed to be replaced. The rod pusher f/reamrod w/hex-screwdriver øis was unable to be used. The guide sleeve yell had the pointed end bent and would not allow a drill to go through it smoothly. The monobloc flex reamer std case lid was bent and unable to be put onto the case. The tip of the pliers were stripped and unable to grab the nails. Because they were stripped, both of these were discarded by the facility. There was no patient involvement. All of these items were noticed to be damaged after the decontamination process.